Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken conductor wire within the bipolar yaw pulley, at distal end. The instrument failed an electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of customer provided image was performed by intuitive surgical inc., (isi) failure analysis engineer (fse). Following information was provided: the image was consistent with complaint of broken cable. The conductor wire on 8mm maryland bipolar forceps instrument was fully broken and there was a potentially frayed grip cable. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps (mbf) conductor wire was broken off. The customer used a backup instrument to continue with the procedure. No fragments fell inside the patient. The procedure was completed with no reported injury.